Manufacturer narrative:
Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA: pr00034 was opened in july 2024 to address illegible/partial labeling on packaging.

Manufacturer narrative:
5 units impacted from lot # 3142108. See section c for additional information.

Event description:
The needle is covered by cap and the glue is colorless, it is very hard for workers to find the issue and pick it out during mass production. Note: as per attachment country event mentioned as au. But email received from malaysia. Awareness date as 09-sep-2024 but email received on 15-oct-2024. 18october2024: please be informed that the arrival stocks in the table below were found 5 ea without batch and expiry date on physical stock during redressing.